Manufacturer narrative:
Additional information: d4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak that occurred 30 minutes into a patient¿s hemodialysis (hd) treatment. The blood was visually observed as leaking from the section of the blood line where the blood line connects to the heparin line. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint devices was discarded and is not available to be returned to the manufacturer for physical evaluation.